Event description:
Additional information confirmed that the patient went to the emergency room because they experienced deficit motor syndrome and that all of the ins device components had been explanted. The event was reported as resolved as of (B)(6) 2013. Should additional information be received a supplemental report will be filed.

Event description:
It was reported that the patient became paraplegic more than one month after receiving an implantable neurostimulator (ins). The cause of the paraplegia was unknown and all exams were normal. The ins was explanted in order to perform an MRI, which showed no anomalies. The patient recovered without sequelae and is now walking normally.

Manufacturer narrative:
(B)(4). The initial MDR was filed as mfg. Report # 3007566237-2012-01506. (B)(4).

Manufacturer narrative:
Product ID 3487a-33, lot# 0205813250, explanted: 2012-(B)(6), product type lead. (B)(4).